Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in an adult female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "failed essure". The patient's concurrent conditions included paratubal cyst and hemostasis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy- unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted: insertion date provided in pif : (B)(6) 2012 patient received treatment for fracture,migration r ostia started and placed essure under normal technique to 4-5 rings, l ostia visualized and placed essure under normal procedure to 4-5 rings diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: 1, delayed filling of the right fallopian tube and right distal hydrosalpinx)(, but no significant free peritoneal spill. 2. Left essure apparatus is well positioned end the fallopian tube is occluded completely. 3. The right-sided essure apparatus is positioned outside of the fallopian tubes and the endometrial canal, while a portion of the outer coil has dislddged. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-may-2021: mr received. New event added: failed essure. Concurrent conditions, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in an adult female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy- unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted: insertion date provided in pif : (B)(6) 2012 patient received treatment for fracture,migration . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in an adult female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy- unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted: insertion date provided in pif : (B)(6) 2012 patient received treatment for fracture,migration. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : lot no was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (salpingectomy- unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discrepancy noted: insertion date provided in pif : (B)(6) 2012 patient received treatment for fracture, migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to " pelvic pain", events- " gen, abnormal bleeding, psych injury, post removal complication, migration, fracture " added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (salpingectomy- unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discrepancy noted: insertion date provided in pif : (B)(6) 2012 patient received treatment for fracture,migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (salpingectomy- unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain and genital haemorrhage had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discrepancy noted: insertion date provided in pif : (B)(6) 2012 patient received treatment for fracture,migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.